Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected, and contamination of foam particles were observed inside the blower kit. Additionally, error codes (53 and 106) found. The device was repaired. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device serviced by a third-party service center.

Manufacturer narrative:
A device was previously returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected, and contamination of foam particles were observed inside the blower kit. Additionally, error codes (53 and 106) found. The device was repaired. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. The correct b5 will be: a device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected, and contamination of foam particles were observed inside the blower kit. Additionally, error codes found. The device was repaired. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.